Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet during initial training, and troubleshooting determined that the dexcom receiver was still powered on and interfering with the pairing process; the receiver was turned off and moved away to allow successful pairing. No adverse clinical symptoms reported. Outcomes included successful troubleshooting guidance and education without alerts or alarms and no medical intervention. User support included customer service troubleshooting with device setting review and environmental interference mitigation. Investigation of this case revealed that concurrent operation of the dexcom receiver likely caused wireless interference that prevented cgm-to-pump pairing, which aligns with known pairing interference behavior for external receivers. It was concluded that user setup and environmental interference were the probable causes, consistent with prior similar reports and established findings.

Manufacturer narrative:
Initial.